Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found that the catheter could not be deflated due to a collapse lumen under the inflation eye. The reported event was confirmed as manufacturing related issue. A subsequent investigation shows strong correlation of low rubberize layer in combination with a high x-sectional ratio as a primary contributor to collapsed lumen failure during usage by the user. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. [Precautions]. 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions: 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. 3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the next day of placement. Per additional information received via email on 25 march 2020 from ibc representative, it was unknown how the catheter was eventually removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the next day of placement. Per additional information received via email on 25 march 2020 from ibc representative, it was unknown how the catheter was eventually removed.